Manufacturer narrative:
Investigation results: summary: investigation summary: customer returned photos of a 1/2cc syringe. Customer states that the syringes are crushed from the plunger. The photos were examined and exhibited a crushed plunger cap. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause: possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap.

Event description:
It was reported that plunger cap on a bd insulin syringe with bd ultra-fine¿ needle breaching the sterile barrier. There was no report of exposure, serious injury or medical intervention.